Event description:
Upon the removal of the vcare during patient's procedure, a device malfunction occurred, and the device fell apart while inside the patient. All broken pieces were found and accounted for before the surgery ended.